Manufacturer narrative:
Product ID (B)(4) serial# unknown product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the implantable neurostimulator (ins) recharger (insr) was displaying a power on reset (por) message, and that the patient was in pain from stimulation being off. The por was cleared and patient reported having adequate stimulation. The patient additionally reported that their patient programmer (pp) antenna, was lost. A replacement pp antenna was sent. No additional patient symptoms, and no additional device complications were reported for this event.